Manufacturer narrative:
Section d11: correction. Section d4;h4: additional information. Manufacturer's investigation conclusion: the reported event of controller fault alarms was confirmed via analysis of the submitted log file. The submitted log file contained approximately 37 days of data (B)(6) 2020 to (B)(6) 2020, per the timestamp. The log file captured controller fault alarms due to a backup battery test circuit fault on (B)(6) 2020 from 12:10:37 until 12:50:04 (the last event in the log file). The alarms did not affect the controller¿s ability to operate the pump at the set speed. The driveline was disconnected on (B)(6) 2020, at 12:46:32 to exchange the system controller. No other notable alarms were active in the log file. The account communicated that the system controller will not be returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate ii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to troubleshoot all alarms, including the controller fault alarms, and the actions to take if the issue does not resolve. Heartmate ii instructions for use section 6 ¿ ¿patient care and management¿ and heartmate patient handbook section 4 ¿ "living with heartmate ii" states that the patient must always connect to the mobile power unit (mpu) when sleeping or when there is a chance of sleep. A sleeping patient may not hear the system controller alarms. The patient handbook and the instructions for use cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Related manufacturer report #: 2916596-2020-03251. It was reported that the patient changed controller due to yellow wrench and red heart alarms on (B)(6) 2020. The site reported the yellow wrench was due to a controller fault. These alarms resolved with controller change. The log file noted two low battery hazard events on (B)(6) 2020 due to normal battery depletion. The log also noted a no external power event on (B)(6) 2020 which was caused by power to the power module being briefly interrupted. The old controller log file indicates that the patient did not connect to the power module/mobile power unit during the event history. This suggests that the patient is sleeping on battery power which is not advised.